Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was not showing the amount of insulin remaining in the reservoir. Customer also reported that the device stopped delivering. Blood glucose level at the time of the incident was 297 mg/dl. Blood glucose level at the time of the call was 180 mg/dl. Troubleshooting did not show any malfunction of the insulin pump. During a follow up call, the customer reported having blood glucose levels between 460 and 511 mg/dl. Customer stated that the insulin pump was still not delivering properly despite reservoir changes. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump was received with normal operating currents. The insulin pump passed self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The insulin pump was tested with a water fill test reservoir. No air bubbles anomaly noted. The insulin pump was programmed with test minilink and the glucose sensor simulator. The insulin pump communicated properly with glucose sensor simulator. The sensor feature working properly. No bad sensor or lost sensor alarms noted. The insulin pump had minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.